Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the digestive tract during a polypectomy procedure. According to the complainant, during the procedure, the catheter torn and it was noted that the snare loop failed to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the catheter was damaged (split and torn) at 9.5 cm up to 12.7 cm from the flare section. Functional analysis showed that the device failed to extend due to the condition of the returned device and electrical testing was not performed. The reported complaint that the snare loop failed to cut was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the digestive tract during a polypectomy procedure. According to the complainant, during the procedure, the catheter torn and it was noted that the snare loop failed to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.